Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn field clinical engineer met with the patient and tried troubleshooting but this did not resolve the issue. The bsn representative determined the ipg is implanted too deep. The physician will revise the patient's pocket site.